Event description:
It was reported that closure of an unspecified access site was attempted using four prostyle devices. Reportedly with all 4 devices, a cuff miss occurred as no suture was retrieved. Hemostasis was achieved using a new device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional three prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that bilateral suture placement in the common femoral arteries was attempted with four prostyle devices using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm repair (aaa) procedure. Reportedly, two devices failed at each access site. The sheath was upsized to an 18f in the right common femoral artery and 16f in the left common femoral artery, and the aaa procedure was completed. Hemostasis was achieved with surgical suturing at each access site. No additional information was provided.

Manufacturer narrative:
D1: physician details provided. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- health effect - impact code 4641 was removed and code 4624 was added.

Manufacturer narrative:
A sterile unit from the same lot was functionally tested. There is no indication of a lot specific issue. Analysis was performed per the returned goods handling procedure. The returned device was inspected per the test plan. There was no damage noted to the sterile/unused device. Perform visual inspection and functional testing. There is no indication of a lot specific issue. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated. D4 - primary UDI number: updated from (B)(4).